Manufacturer narrative:
This report is submitted on april 05, 2022.

Event description:
Per the clinic, the patient experienced skin breakdown, wound dehiscence at the incision site exposing the receiver/stimulator (date not reported). The device was explanted on (B)(6) 2022. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on may 31, 2022.